Manufacturer narrative:
The complaint is confirmed and will be recorded as user related. Evidence by the sample returned the guidewire has been damaged through use. The user should not pull back the guidewire over needle bevel as this may damage the guidewire. The damage is isolated to the proximal end of the coiled guidewire. The damage incurred to the guidewire exhibits tensile elongation of the outer coils. The introducer sheath/dilator and introducer needle were not returned for evaluation. A lot history review (lhr) of rexk1907 showed no similar product complaint(s) from this lot number.

Event description:
(B)(6) 2014. The nurse threaded the gw into the introducer needle, felt resistance. Tried to push and still felt resistance, the gw was removed and the magnets are now floppy. It appears the gw could not go all the way out of the needle. New kit was opened and the producer was completed.